Manufacturer narrative:
This device will not be returned for evaluation. The device was repaired at the customer's facility by a baxter field service engineer. A 2-year review of the product reporting database reveals no other reports, similar in nature, on the reported serial number.

Event description:
The facility reported a fail code 570. Info was not provided regarding whether or not the failure occurred during a patient infusion. Although baxter attempted to obtain info, details were not available regarding add'l contact info, pt demographics, medication involved, or pump programming. The hospital representative stated that there have been no reports of any patient incident involving this pump since the last baxter service event.